Event description:
During cardiac catheter procedure, it was identified the tip of the device curve was not it's typical shape. Device was removed from the patient and replaced with same type. No harm to patient.